Manufacturer narrative:
This report was submitted on march 21, 2023.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2023 in order to remove the granulation tissue. It was also reported that, the device was explanted on (B)(6) 2023 due to difficult insertion of electrode into cochlear. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on april 24, 2023.